Manufacturer narrative:
Device was used for treatment, not diagnosis. A visual inspection, functional test, and drawing review were performed as part of this investigation. The returned inner shaft was examined and the complaint condition was able to be confirmed as the distal forks were found to be bent and unthreaded from the applicator shaft. The returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer (per technique guide.). Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The distal portion of the device is threaded into the shaft and laser welded during manufacturing. Per drawing note, this weld is intended to withstand 4nm of torque. As such it is likely that the technique described in the complaint description to release the implant broke the laser weld allowing the device to be disassembled. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No product design issues or discrepancies were observed. No definitive root cause was able to be determined however the failure mode is typically associated with difficulty releasing an implant during insertion; as such a root cause related to surgical technique is most likely. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.812.003, lot # 3385970, manufacturing location: (B)(4), manufacturing date: apr 01, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent an intraoperative (l5-s1) transforaminal lumbar interbody fusion (tlif) with matrix and transforaminal posterior atraumatic lumbar spacer (tpal) procedure. During the procedure, the surgeon had an instance with a tpal inserter stylet. As the surgeon was implanting the tpal peek spacer, he was having difficulty disengaging the implant. He moved the handle back and forth until the stylet and handle came free. After the procedure, the surgeon noticed that the tip was wider than it should be and the tip also spun from the shaft. The procedure was completed successfully with a 1 minute surgical delay reported. The patient status is good. Concomitant device reported: handle (part# unknown, lot#: unknown, quantity 1). Concomitant device reported: knob (part# unknown, lot#: unknown, quantity 1). Concomitant device reported: spacer (part# unknown, lot#: unknown, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).